Event description:
It was reported that in 2006, a patient was diagnosed with urinary incontinence, and on (B)(6) 2006, an obturator sling was implanted. During 2009, the patient again began to experience symptoms of stress urinary incontinence. On (B)(6) 2009, the patient underwent a surgical procedure to remove the sling mesh product.

Manufacturer narrative:
(B)(4): incontinence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
Patient code: (B)(4)- infection, (B)(4); bleeding; (B)(4)- neuromuscular problems ; (B)(4)- vaginal scarring; (B)(4)¿ urinary problems, recurrence additional narrative: it was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring.